Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. Customer support (cs) completed troubleshooting and the basal history does not match the active basal program. The reporter stated that the patient had a blood glucose (bg) of 28mmol/l with confusion, polyuria, polydipsia, and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1 additional information: the customer contact was reviewed and indicated that the patient had also experienced low blood glucose levels of 1.8 mmol/l and 2.1 mmol/l with no reported symptoms related to the alleged delivery issue; no medical intervention was required.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: basal history shows the ¿temporary basal¿ feature was active on (B)(6) 2015 and normal delivery resumed at (B)(6) 2015. Due to continued use of the pump the black box data has been overwritten. Current black box history shows the user changed the basal programs from program 1 to program 3 then back to program 1 on multiple days. There was accuracy testing performed on the pump; test passed with no delivery defects found. A 24 hour program was exercised on the pump at a rate of 2.0u p/h. The pump history shows the correct basal delivery. Investigators were unable to duplicate complaint of inaccurate insulin delivery during this investigation; no malfunctions detected. The battery compartment was cracked at the battery compartment threads above the bumper and below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.